Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-apr-2016, fse arrived at the site to address the reported event. The fse replaced the sorter spmd board then, cleaned and lubricated all mechanical components. The device was tested and the customer was subsequently able to operate without issue. No further action was required by fse. The most probable cause of the reported event was fault/failure of the sorter spmd board.

Event description:
On (B)(6) 2016, the customer reported receiving a 4041 sorter y-axis home detection failure with their a1a-2000 analyzer. She was unable to open the sorter door to perform an all set home. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting luteinizing hormone (lhii), (progesterone) prog and pth kidney marker patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.